Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00x20mm promus premier¿ stent was used to treat the lesion. However, after removal of the device, it was noted that a stent strut was flared. The procedure was completed with another stent. No patient complications were reported and the patient's status was fine.